Event description:
It was reported that the water temperature could not be cooling down. There was oil in drained distill water. The chiller pump was also not working in an arctic sun device. Per wo notes, the nursing staffs described there was smell comes from the unit. Could not reboot this unit once. Per review of wo on 21may2026, device used on patient. No patient was hurt. Replace the unit by another one.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.